Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of drainage valve solved the issue. The device was delivered to the user in working condition. Servo ventilator or flow anesthesia workstation switches to 100% oxygen when loosing air inlet pressure. There is no indication that the compressor delivered compressed air to the ventilator with a relative humidity that exceeded the specification. Alarms will be generated, and proper measures can be taken. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).